Event description:
A malfunction occurred with the pump, and there was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy. Technical support decided to replace the pump, instructed the customer on returning the defective device, and confirmed the shipping address for the replacement.